Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that the device will "keep locking up while being used." Additionally, it was reported that the device has loose parts inside. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During evaluation the device was intermittently able to obtain readings, and displayed the ¿replace sensor" error message. Internal inspection indicated a broken plastic flex cable bracket which was loose inside the device. This caused sensors to not properly latch on to the sensor connector, resulting in loss of measurement due to a poor connection. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.